Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported failed air sensor which was duplicated during evaluation as air in line. A review of the event history log identified air in line alarms. The cause was determined to be a defective ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed air sensor. There was no known patient injury or medical intervention associated with this event. No additional information is available.